Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. Because the device was not returned, the reported event could not be confirmed. A cause for the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, cerebral aneurysm. The vessel tortuosity was medium. The pipeline flex was advanced to the treatment site without any issues. It was reported that the pipeline flex was deployed and the physician noticed the distal tip was not opened. The pipeline flex was removed from the patient. On observation, the device was noticed to be damaged and frayed. A new device was used to complete the procedure. There were no reports of patient injury in connection with this event.